Event description:
Pt in hosp for febrile neutropenia. Pt has previously placed plasmapheresis catheter. As pt walking to bathroom, line caught on bedside table and snapped. Rn clamped line. Pt taken to have line removed.